Manufacturer narrative:
Age at time of event: patient is 18 years or older. Initial reporter address: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed, target lesion was located in the moderately tortuous and moderately calcified right anterior tibial artery. A 2.5mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the initial inflation at 12 atmospheres, the balloon ruptured. The device was completely removed without any issue noted and the procedure was completed with a non-bsc product. There were no patient complications nor injuries reported and the patient's status was good.